Event description:
It was reported that on (B)(6) 2015, a 3.0x33mm xience xpedition was implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2015, the patient was hospitalized for escalating chest pain over four hours. A stent thrombosis was noted requiring thrombus aspiration. On (B)(6) 2015, another percutaneous intervention (pci) was performed via balloon angioplasty to the previously implanted xience xpedition stent. On (B)(6) 2015, the event resolved without sequela and the patient was discharged home. Per study physician, the thrombosis was possibly related to the dual antiplatelet therapy (dapt) clopidogrel, and the index procedure, and not related to the stent. Additional dapt medications were prescribed. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Myocardial infarction is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
Subsequent to the previous medwatch report filed, additional information was received: on (B)(6) 2015, the patient was hospitalized for escalating chest pain and an acute st-elevated myocardial infarction (stemi) was diagnosed. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.